Event description:
Product is packaged in foil wrap inside a box. The foil wrap contents are not sterile. The inner package must be opened then presented in a sterile manner to the surgical field. Although the foil wrap is labeled not sterile it is written in multiple foreign languages. Therefore, it is not clearly visible. The foil wrap was opened, then the unsterile inner package was presented to the surgical field. The package was then opened and presented to the surgeon for implantation. This error was not noted until eight (8) days post-op.